Event description:
A report indicated an insulin delivery issue due to inaccurate cgm values, leading to a serious adverse event. Early in the morning, the user experienced alarms indicating low glucose, consumed carbs, and later felt high and thirsty. Despite high glucose readings from a meter being inaccurate, the user was admitted to the hospital where blood glucose was measured at 47 mmol/l and ketones at 1.1. After receiving intravenous insulin and being under observation, the pump was reset and the user monitored before discharge, with glucose levels improving to 10 mmol/l. There was no reported injury due to the event, and the system was recognized to function as intended based on the data provided by the cgm.